Event description:
The pt with severe chronic obstructive lung disease developed hypoxia during a vertebral body reduction/fixation procedure of t12. A chest x-ray revealed a pneumothorax. The pt was stabilized and discharged from the hosp. The surgeon speculates that the pneumothorax resulted from inserting the 22 gauge needle, used to administer local anesthesia, into a lung bullous.